Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). The reported difficult to advance and the reported migration were unable to be replicated in a testing environment they were based on operational circumstances. The reported stretched stent was unable to be confirmed, however the stent was noted bent. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment resistance was met with the distal portion of the previously implanted stent resulting in the reported difficult to advance-stent and the reported activation failure as the stent was likely not fully deployed from the device. During device removal as the stent was not fully deployed from the device resulted in the reported stretched stent/noted bent stent, the reported stent migration and ultimately resulted in the reported tip material separation/noted tip, tip lumen and tip jacket separations. As reported, the stent was removed via common femoral artery cut down surgery. Unspecified drug-eluting stents were implanted to complete the procedure. The noted multiple sheath kinks likely occurred during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in right superficial femoral artery (sfa). The first supera stent was implanted without issue. Then during deployment of the second 5 x 80 supera peripheral self-expanding stent system (sess), the stent was partially deployed when resistance was noted within the distal portion of the previously implanted stent. Visualization of the stent was difficult, but since the thumb slide was repeatedly advanced with no more stent observed coming out, the operator assumed the stent was fully deployed. Therefore, the delivery system was removed. However, fluoroscopy showed the stent remained attached to the nose cone. It was noted that the stent must of not been fully deployed, resulting in the nose cone to become detached when the delivery system was removed and the stent came with the nose cone. The stent became elongated, migrating across the aortic bifurcation and was removed via common femoral artery cut down surgery. Unspecified drug-eluting stents were implanted to complete the procedure. No additional information was provided.